Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented to the emergency department. A transmission was processed due to ¿loose spikes¿ identified on the electrocardiogram and the right ventricular lead displayed intermittent loss of capture and high threshold output. It was also reported the ¿patient was septic and coded twice.¿ it was learned the patient is deceased. Additional information was requested but is not known at this time.